Manufacturer narrative:
There is no allegation against device functionality. The system was explanted secondary due to patient infection. The investigation is considered closed.

Event description:
Boston scientific received information that this pacemaker and two non-bsc leads which made up the device system were explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.